Manufacturer narrative:
On (B)(6) 2017 the medical affairs director made the following analysis: one year after primary tkr the insert fixation screw got loose and was immediately removed. No consequence should be expected for the absence of the screw in the future life of the implant. No information concerning a possible damage to the femoral component articular surface was reported but implant was left in place. In absence of surface damage little or no further consequence should be expected from this event. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role. Batch review performed on 21 december 2017. Lot 157603: 60 items manufactured and released on 20 apr 2016. Expiration date: 2021-04-05 no anomalies found related to the problem. To date, 56 items of the same lot have been already sold without any similar reported event.

Event description:
The surgeon confirmed the screw was backed out from the insert. The surgen removed only just the screw on (B)(6) 2017. The screw was not available for investigation. Surgeon did not use torque driver at the time of primary surgery.